Event description:
A customer reported an error with their continuous glucose monitoring (cgm) device, specifically noting cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, which resolved the issue, allowing the customer to successfully start a new sensor session.